Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the power connector is broken. After replacing the broken aux power connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the power inlet is being loose on their device. During evaluation stryker observed that the power connector is broken. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.